Manufacturer narrative:
The distributor performed the evaluation and any necessary repairs. Distributor performed evaluation and repairs.

Event description:
It was reported by the distributor that the siderail mechanism was not working properly, potentially resulting in a false latching situation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.